Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken by ambulance to the emergency room (ER) due to hypoglycemia. The patient's blood glucose (bg) levels dropped to 27 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include sweating and foaming at the mouth. The patient was treated in the ER with a glucose pack, intravenous fluids, orange juice and graham crackers. The patient was released after 2 hours with a bg level over 90 mg/dl. This pod was discarded.